Event description:
This test strips have not been returned to lifescan for product analysis. Lot # 2518903 of the retain test strips were tested and they failed visual testing due to a strip cut issue.